Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick or adverse event was reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).